Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.

Event description:
One of two stents that were placed in patient's right superficial femoral artery (sfa) was found to have fractured. The patient is a male, who was enrolled in the study. The index procedure was performed in 2006. The patient has a history of coronary artery, and peripheral vascular disease (left and right sfa) previously treated with balloon angioplasty. The vessel anatomy was straight; the type of lesion de novo and the lesion was calcified. Lesion location is 6cm above the patella. Total lesion length was 180mm of which 120mm was occluded. Reference vessel diameter was 6mm. Percentage of stenosis pre-procedure was 80%. The physician used a contralateral approach to percutaneously access the lesion. The lesion was pre-dilated with a powerflex (5x100mm) balloon and 2 smart stents were implanted in the right proximal, mid and distal sfa, without difficulty. The stents were post-dilated with the powerflex (5x100) balloon. The percentage of stenosis after stent placement and post-dilatation was <30%. There was no reported injury to the patient. Medications: 24 hours prior to procedure, the patient was given 100mg/day of aspirin and 75mg/day of clopidogrel. Heparin was given at the beginning of the procedure; total dose used during procedure was 10000iu. In 2007, it was noticed that the second stent that was placed in the sfa was fractured. Please note that multiple attempts to acquire additional information have been attempted and have been unsuccessful.